Event description:
In 2010, the lay-user/rptr contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The rptr indicated that the alleged issue started yesterday at 6:00 pm. The rptr claimed that the pt obtained a result of "291 mg/dl." As a result of the alleged issue, the rptr claimed that the pt took an increased dose of medication. The pt reportedly took 5 extra units of insulin. Four hours later at 10:00 pm, the rptr alleged that the pt developed symptoms of a cold sweat and haziness. The pt was treated by an unidentified non-health care professional (hcp) with orange juice and chocolate when the symptoms developed. According to the rptr, the pt's blood glucose was also tested on the reported meter at 10:00 pm and a result of "33 mg/dl" was obtained. The rptr did not have control solution for troubleshooting. The meter, test strips, and control solutions were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt developed symptoms suggestive of sever hypoglycemia after the alleged issued began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.